Event description:
It was reported that there was phrenic nerve stimulation due to the patient anatomy. The lv (left ventricular) lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was observed on the outer tubing overlay and lobe mechanism.